Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones with suspicion of premature battery depletion (pbd). This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.